Event description:
It was reported that the tip of the syringe 1/2ml w/ndl 27x1/2 rb was clogged before use. The following information was provided by the initial reporter: "clogged syringe. The tip of the syringe. Reported defect: 2 clogged syringe. These syringes have been found clogged when opening the unit. No connection has been done."

Manufacturer narrative:
Correction: the customer provided the incorrect lot# 6291792. After updating the complaint with the correct lot# 6291762, it was realized that the complaint was completed under the incorrect business unit. The complaint has been transferred to the correct business unit. This complaint is cancelled.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record could not be completed for batch # 6291792 as this is not a lot number from holdrege. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the tip of the syringe 1/2ml w/ndl 27x1/2 rb was clogged before use. The following information was provided by the initial reporter: "clogged syringe. The tip of the syringe. Reported defect: 2 clogged syringe. These syringes have been found clogged when opening the unit. No connection has been done."